Event description:
The patient was implanted with biventricular support. It was reported by the vad coordinator that during implant, when the de-airing process and hand pumping of the rvad rvad was taking place, there was resistance and the internal thoralon sac did not collapse. The pump was exchanged and was de-aired and hand pumped without issue.

Manufacturer narrative:
The pump exchange was performed as planned. The pt remains stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation has been completed.